Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with pre-operative diagnosis of stenosis underwent posterior lumbar interbody fusion at levels l2-l5. On an unknown date, post-op, the screws of l3(6.5¿5) and l5(6.5¿0)were loosened, so that they were replaced to the different screws (7.5mm).the patient developed neurological symptom as a result of this event.the fixation range was extended to l2. No complications were reported after this surgery.